Manufacturer narrative:
Physio-control recommended customer to try another set of paddles on the device, and if the problem persisted, to replace the therapy connector. The customer later confirmed that the root cause was the hard paddles. It was also indicated by the customer that they had ordered a replacement set. The removed hard paddles will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be confirmed by physio-control.

Event description:
It was reported that the device would continuously alert "connect to test plug" using the hard paddles. There was no patient use associated with this event.